Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the bone cement hardened faster than usual.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned. A retain sample of batch 947cal0605 has been tested in the laboratory under standardized conditions. No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding too short setting time: 2 complaints (3 products), this one included, have been recorded on biomet bone cment r 1x40, reference 110035372, batch 947cal0605. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bone cement hardened faster than usual. No adverse events have been reported as a result of the malfunction.